Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not power up. Functional analysis was performed by fse and identified that system was not powering up due to frontal ippc issue. Fse thought of replacing the image disk, but they first tried re-creating image store to see if that would resolve the problem. Issue got resolved by recreating image store of the image disk. After replacement of the image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not power up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.